Event description:
Upon interrogation, a message "aida is not programmed" appeared. Pt data was not saved. The device remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states FDA issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B)(4)- aida message appeared. Method - review of the electronic data and files received. Results - the message appeared due to implant memories that were found not programmed. Conclusions - normal operation should be restored by re-programming the memory manually. No consequence for the pt. Conclusion: the reported behaviour occurred because the programmer tried to read the implant memories although aida memories were found not programmed (off). The message "aida is not programmed" was displayed to indicate this situation to the user. Aida memories status (off) suggested that aida was either never programmed, or that a previous memory programming procedure was interrupted/aborted before it was completed (very likely because of telemetry errors or a poor programming head position). Based on available info, no conclusion could be drawn. Log files dated 21 may 2008 show that aida was already found programmed off. Since that date, no aida programming was performed and no data could be retrieved from the memories (follow-up data were lost). In order to restore normal operation on this pacemaker, the user should reprogram aida memories (on) upon next interrogation session by depressing the prog. Button in aida screen. Aida will then be correctly programmed for the next follow-up period. The pacemaker can remain implanted without further action.